Manufacturer narrative:
Abbvie soltraqs complaint record number (B)(4). The investigation is complete. The abbvie peg tube is intended to provide long-term enteral access for administration of medication to the small intestine when used in conjunction with the abbvie j, intestinal tube. As needed, enteral nutrition may be administered directly to the stomach in parallel with medication delivery to the intestine. The abbvie peg is indicated for the administration of the medication duodopa (levodopa-carbidopa intestinal gel). Review of the abbvie peg and j use fmea identified several steps in the placement procedure that could potentially contribute to stomach perforation or pneumoperitoneum , including the insufflation of stomach, cannula insertion, and application of endoscope or tube. Additionally, moderate tension on the peg tube following placement is essential for formation of the stoma. The abbvie peg and j use fmea also identifies several steps in the placement procedure that could potentially contribute to biological contamination and infection. Those steps include disinfecting the puncture site using aseptic technique, cannula insertion, dissection of the subcutaneous tissue, and cleaning and drying the puncture site. The abbvie peg and j risk management report documents perforations, pneumoperitoneum, and infection as risks, indicating that the risks have been reduced as low as possible through product design and the placement procedure and the benefits of the duodopa system outweigh the risks of perforation, pneumoperitoneum or infection. A literature citation indicates typical pneumoperitoneum rates: ¿it is recognized that transient subclinical pneumoperitoneum occurs during gastrostomy placement in as many as 56% of procedures and is generally not of any clinical significance.¿(1) (1) itkin m, delegge mh, fang jc, et al. Multidisciplinary practical guidelines for gastrointestinal access for enteral nutrition and decompression from the society of interventional radiology and american gastroenterological association (aga) institute, with endorsement by canadian interventional radiological association (cira) and cardiovascular and interventional radiological society of europe (cirse). Gastroenterology. 2011;141(2):742-65; 2011;141(2):742-65. Finally, abbvie reviews complaint categories for possible trends on a monthly basis. No confirmed trends have been identified. If any further relevant information is identified or obtained, a supplemental medwatch report will be filed subsequent to the submission of the initial medwatch report, it was noted that the unique identifier (UDI) # was inadvertently reported as (B)(4) instead of (B)(4). Corrected data can be found in section.

Event description:
Subsequent to the submission of the initial medwatch report, additional information was received on 12/04/2015. It was reported that the treating physician reported a causal relationship between the peg-placement and the existence of an abdominal abscess. The physician declared that the abdominal pain started after the peg procedure. Chronology of events: placement - (B)(6) 2015, abdominal tenderness - (B)(6) 2015, abdominal swelling and abscess - (B)(6) 2015. Chronology of examinations: x-ray on (B)(6) 2015 - free air intra-abdominal; ultrasound on (B)(6) 2015 - no hematoma and local tenderness; CT on (B)(6) 2015 - abdominal abscess. Patient received oral antibiotics on (B)(6) 2015 and IV antibiotics on (B)(6) 2015. According to the physician no air leak was observed. A diagnosis of peritonitis was made based on elevated crp and leukocytes, the abdominal pain started 12 hours after the placement procedure.

Manufacturer narrative:
(B)(4). A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. A return sample evaluation was not performed because tubing remains implanted. Pneumoperitoneum, perforation and infection is a known risk of a peg tube placement and will be further evaluated. Upon completion of the investigation, a supplemental medwatch will be filed.

Event description:
Report from a healthcare provider about a patient in (B)(6). On (B)(6) 2015, a peg tube was placed and on (B)(6) 2015 the patient suffered from severe abdominal pain after breakfast. Perfusalgan IV didn't provide alleviation of the symptoms. Patient received additional oral pain killers which made the pain disappear. In the afternoon, the patient still suffered from colicky pain which was now under control with the administration of paracetamol. On (B)(6) 2015, the patient still suffered from severe abdominal pain without any signs of infection (temperature of 36,7°c. A consult with the gastro-enterologist was planned. On (B)(6) 2015, it was reported that an abdominal ultrasound was performed which revealed no hematoma's or other complication. The abdominal x-ray showed a lot of free air under the diaphragm. Later in the afternoon, the patient suffered from an elevated temperature of 37.3 to 37.7°c. A blood panel pointed out the presence of an infection. Antibiotics (augmentin IV) were started. A CT confirmed an air leak or a possible perforation. On (B)(6) 2015, it was reported that the patient was discharged from the hospital on (B)(6) 2015.